Event description:
It was reported to philips that the host pc was defective. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the host pc was defective. Upon troubleshooting, the rse checked the logfile and found errors with the hard drive for host pc. The rse confirmed that the host pc and hard drive needed a replacement. The defective host pc was returned for analysis, and it confirmed random access memory (ram) failure. To resolve the issue, the rse suggested for replacement of host pc and hard drive and the customer order and replaced the parts on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.